Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) occurred in previous therapy was not confirmed. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. This review finds the labeling adequate for the potential use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). If additional information becomes available, then a follow up MDR will be submitted.

Event description:
A customer contacted baxter's technical service center to request assistance on the home choice (hc). Per the initial report, the home patient (hp) reported a system error (se) 2240 in previous therapy. The hp stated he cleared the alarm and discarded the set up. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2011, product surveillance contacted the registered nurse (rn) regarding the system error 2240. The rn stated they were not aware of this event. The rn stated they would speak to the home patient (hp) regarding the alarm and may retrain them. The rn stated the hp has been performing therapy successfully to their knowledge. There were no further details provided.